Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited far-field oversensing and pacing inhibition. Technical services (ts) reviewed the presenting electrogram (egm) and stated that there was pacing inhibition seen however the patient had its own conducted rhythm. Ts recommended to perform x-ray imaging and evaluate system placement. Ts stated to also consider adapting sensitivity and perform dft testing. This device currently remains in service. No adverse patient effects were reported.